Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the end of the usb pump charging cable was bent. The customer was able to charge the pump; however, had to hold it in a particular position. There was no reported impact to the customer's blood glucose level.